Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of a ojr414 optiflow junior 2 nasal cannula was detached from the cannula end. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Method: the subject device, ojr414 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device confirmed that one of the tubings was partially detached from the cannula tube joint. Conclusion: based on the visual inspection of the returned device, information provided and our knowledge of the product, it is most likely that the reported event resulted from the subject device being subjected to excessive force. As part of the manufacturing process, all optiflow junior nasal cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch is quarantined for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Section d4: lot number, UDI, expiration date details were not provided. Section h4: device manufacturing date was not provided.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of a ojr414 optiflow junior 2 nasal cannula was detached from the cannula end. There was no reported patient consequence.